Event description:
The customer reported a tracking error and recovered with a system reboot. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The error was cleared by a software reboot. The system was tested and found to be working as intended and returned to service.